Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter was not working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A bluetooth pairing test was performed and passed. A review of the bin file was performed and the allegation was confirmed as a transmitter failed error was found within the investigation window. The probable cause was determined to be a defective transmitter. The reported event of a transmitter was not working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.